Event description:
Report received from abbott international affiliate (south africa) that states: "pca was set up in the operating theater and patient arrived back in ward at 1825hrs on 18/03/97. At 2105 patient = drowsy, tachycardia and tachypnea. At 2025 patient not responding, blood pressure 180/80, doctor contacted. Narcan 0.4mg given and patient observed in ICU overnight. Pca discontinued. History shows shift cleared at 2257. Doctor admits to having reset the programme late on 18/3/97." The report also states: "total of 60 ml in 50ml container at 1800 hrs containing 90mg morphine and 2.5mg inapsin. Anesthetist called to patient at 2225 - patient drowsy and unresponsive. Pca therapy discontinued. 18ml left in bag on inspection on 19/03/97 at 1110." The device program was not specified. The report indicates the patient recovered. No further information is available.

Manufacturer narrative:
Testing was performed at the international service center, johannesburg south africa and the results were forwarded. The pump functioned normally and no repairs were needed.